Event description:
While drawing up medication into a syringe using a bd eclipse 18 g 1-1/2 needle, safety cap was pulled back away from the needle in order to access medication vial. When the nurse went to replace the safety cap over the needle, the safety cap snapped off causing the needle almost puncturing the rn's finger.